Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that in very thin patients, the collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.

Event description:
It was reported, a 6f angio-seal was used after a percutaneous coronary intervention procedure. The physician deployed the device and pulled it back to the green marker band on the suture; however, collagen appeared to be above the skin. The physician then pushed the collagen under the skin. Shortly after deployment, a pseudoaneurysm developed which was treated. The patient was treated and spent additional days in the hospital. The patient was taking prescribed medications (type and dose unknown). Additional information stated the patient recovered and was discharged from the hospital.